Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a proximal type I endoleak due to 1cm of migration from the renal artery. The physician implanted an endurant aui stent graft in conjunction with 8 aptus endoanchors. The patient still had a small type I endoleak at the end of the procedure however, the physician believes it will self-resolve. The physician stated that the cause of the migration resulting in an endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.